Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs in the maxillofacial region. Post-op, the patient developed severe facial swelling and subsequently a severe infection requiring removal of the bone graft. The patient now has a permanent disability of ongoing pain and dysfunction.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.